Manufacturer narrative:
(B)(4). Evaluation- a review of manufacturing instructions and quality control was conducted for the purpose of this investigation. The device was not returned to assist with the evaluation. The complaint device was from an unknown lot number. Therefore, the device history record, nonconformance history, and complaint history search could not be conducted. If the complaint device lot number becomes available for investigation, the file will be updated at that time. Without visual, dimensional, and/or functional testing of the product, we are unable to determine if this is a manufacturing issue or if the device was damaged during shipping/handling. With the information currently known, a definite root cause cannot be determined. We will notify the appropriate personnel and continue to monitor for similar complaints. There is no evidence to suggest that product was not manufactured to current specifications. Risk reduction activities are not required at this time. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event.

Event description:
It was reported that the tech noticed that the first micro-puncture kit he opened was stretching and of compromised durability. For this reason, they opened a second mpis kit. They were able to gain access as usual, but upon removal of dilator, it stretched and fractured into a few pieces outside of patient. Report (1820334-2017-00096), this caused no adverse effects for the patient and the procedure continued as normal. The team sliced the dilator a small amount to retrieve it without leaving any part of it within the patient. This caused no adverse effects for the patient and the procedure continued as normal.